Event description:
The advocate stated that her husband tested his blood glucose and received a reading of 284 mg/dl using his contour ts meter. He retested and received a reading of 193 mg/dl. The customer took 10 units of insulin after testing. The advocate stated he took 3 more units than advised by his doctor. The customer went to bed and woke up around 2:00 am. He was dizzy and his heart was beating rapidly. He tested his blood glucose and received a reading of 42 mg/dl. The customer did not require medical attention. The advocate performed control tests while troubleshooting. The results fell within the normal control range, but the strips are to be returned for evaluation. Replacement test strips and a coupon for a replacement meter were sent to the customer.